Manufacturer narrative:
The device was returned to olympus for inspection. B3: date of event is unknown. Additional information will be provided once available. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: degradation problem led to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the bronchovideoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, the service repair technician indicated that an intermittent flicker image was found. There was no patient involvement.